Event description:
It was reported that the device exhibited error code 1720. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Service history review indicated that the device had not been in for service within the review period. The reported problem was verified by functional testing. The root cause of the issue was a faulty backup fall out capacitor and was replaced to fix the issue. The device then passed all functional tests after the repair.